Manufacturer narrative:
The device was returned for analysis. Based on the returned device analysis, the reported difficulty to open and close the foot and the difficulty to remove the device were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device via an 8fr sheath, after an ablation intervention procedure. Reportedly, when the lever of the proglide device was pushed down completely, resistance was felt, and the footplate did not close completely. The device was removed with resistance and no tissue damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.